Event description:
It was initially reported that the duramatrix onlay (cdslm45) product in combination with duramatrix suturable (dms45; emdr report 2249852-2017-00017) was used as part of a post area fossa craniotomy procedure which resulted in follow-up surgery to fix a cerebrospinal fluid leak. Based on additional information received on 10/11/2018, it has been determined that the duramatrix onlay (cdsml45) product was not used or associated with the initially reported incident.

Manufacturer narrative:
Contrary to the initial report, it has been determined that the subject device of this report (duramatrix onlay cdslm45) was not involved in the reported incident.

Manufacturer narrative:
Device history record review and additional qc reserve sample testing confirms that the product met release criteria. There are no indications that the product would not perform as designed.

Event description:
The clinician reported that a revision surgery was performed as a result of csf leak 11 days following the initial post area fossa craniotomy. The initial procedure was completed using a combination of duramatrix suturable and duramatrix onlay products. Based on additional feedback provided, the suturing technique during the initial procedure may have been a contributing factor in the event.